Event description:
The user successfully deployed a crux vena cava filter, and during the removal of the delivery catheter the delivery system tip became entrapped on the filter web. Despite the user's attempt to dislodge the delivery catheter, the filter was pulled into a malposition which required the user to retrieve the device. No patient injury was reported. The device was sent by the facility to volcano corporation for evaluation.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. In addition, the complaint database was reviewed and there are no additional reports of this type were found for this lot. Per the instructions for use, the user is instructed to remove the delivery catheter from the patient (post deployment) such that the tip is carefully pulled through the deployed filter. The user is also cautioned to ensure that the delivery catheter does not interact with the deployed filter during withdrawal to prevent shifting of the filter. Volcano is in the process of conducting a clinical assessment of the potential for patient harm as well as an engineering evaluation of the specific device involved in this case. The results of the clinical assessment and engineering evaluation will be provided in a supplemental report once available.